Event description:
Info received from hcp reported that pt had redness, swelling, drainage, pain, and pocket erosion of the device pocket. A culture of the device pocket revealed staph aureus and the pt was treated with IV anitbiotics and device explant. The infection resolved and there was no drug withdrawal.

Event description:
"Wound site and underlying skin infection." The device was explanted but not returned to the manufacturer for analysis. A follow up report will be sent when additional information is received.